Event description:
The patient underwent a procedure at l4-l5 via posterior lumbar interbody fusion surgery (plif). It was reported a cage back out was confirmed. A revision surgery was performed.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.